Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported post-operatively the pt experienced bile leaks from a laparoscopic cholecystectomy case in which the er320 was used to ligate the cystic duct. The pt readmitted for overnight observation. The pt was transferred to another facility for an endoscopic retrograde cholangiopancreatography and the clip was not visualized.